Manufacturer narrative:
The customer later stated that they believed the discrepancies were due to user error, but the customer did not provide any specifics. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable glucose results for multiple patients tested on an accu-chek inform ii meter. From the data from 28 patients, 20 had questionable results. The customer could not provided specific information about the following items: the patients, the meter serial numbers, or strip lots used. The results in question were reported outside of the laboratory.